Event description:
It was reported that patient advised half a box out of previous delivery seemed like it had been crushed in transition. Also stated that catheters were opened and dried so unable to use. Per follow-up information received via ibc on 28sep2021, patient was not able to use the device as they were damaged. Per follow-up information received via ibc on 13oct2021, the customer received the catheters already opened and dried. Uncertain if they opened during transit or before.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "machine out of parameters". It was unknown whether the device had met specifications. Based on patient code 2645 the product does not appear to have been used. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient advised half a box out of previous delivery seemed like it had been crushed in transition. Also stated that the catheters were opened and dried so unable to use. Per follow up information received via ibc on (B)(6) 2021, patient was not able to use the device as they were damaged.